Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tbpa, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It reported that patient was not feeling stimulation while therapy was off. Therapy was turned on but did not resolve the issue. The patient reported that they had to urinate every hour and experienced loss of therapy. The therapy/symptom was indicated as sudden. It was hard to determine if just turning stimulation on will resolve return of symptoms. The patient had CT scan that could be related to this issue. The indications for use for this patient were gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.